Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgment resulting in drop in impedance and sensing and high capture threshold. No adverse patient effects were reported.